Event description:
The icp sensor was implanted and monitored pt's condition. High readings were then recorded. A CT scan showed no new changes, and the icp treatment was continued. A repeat CT scan revealed no new changes, so the monitor was removed. Upon removal of the sensor the baseline wandered. At this time, jjpi has not been able to identify the product which allegedly malfunctioned in this incident: MDR - 1219655-1997-00178, MDR - 1219655-1997-00179.

Manufacturer narrative:
The control unit and cable were tested per jjpi tm-281, and tm-282. The control unit and the cable passed per tm-281 and tm-282 respectively. The complaint is considered not valid for the devices involved. Jjpi considers this file closed.